Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI)#: (B)(4), primary di number has been used for rotaflow with catalog number: 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that the flow rate fluctuated greatly on the rotaflow console. After working for half an hour, the flow rate continued to rise. The device was immediately replaced with a backup device. The lemo rfd master connector is suspected to be defective. No more information provided. More information requested but still pending. No harm to any person has been reported. Due to the reported exchange of the device during use a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the flow rate fluctuated greatly on the rotaflow console. After working for half an hour the flow rate continued to rise. The device was immediately replaced with a backup device. No harm to any person has been reported. Due to the reported exchange of the device during use a report is required. The patient data was not shared by customer. The rotaflow console with s/n (B)(6) was serviced by a getinge field service technician and was able to confirm the reported failure. The lemo rfd master connector (article number 701034666) has been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective shielding in the coaxial cables which transmitted the ultrasonic signals to the flow measurement. Based on the given information the reported failure could be confirmed. The device history record (DHR) of the rotaflow console was reviewed on 2025-03-13. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The device was manufactured on 2023-04-11. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.